Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis vip ambulatory infusion pump had an open downstream occlusion (dso) seal during pre-testing. There were no patient involvement and no patient harm. This may lead to fluid ingress into the pump which will interrupt therapy during infusion if it recurs.